Event description:
The customer reported that the 9900 system was unplugged prior to shut down, then would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was reset during the service call. The system was found to be working as intended and put back into service.